Event description:
It was reported that during a cardiac lead implantation procedure, a guide wire fracture occurred. The procedure was to implant a lead in the coronary sinus. The vessel was moderately tortuous. The luge j 182cm guide wire was advanced partially to the coronary sinus. The guide wire was withdrawn from the patient and was fractured outside the patient. The procedure was completed with two additional luge guide wires. The patient injuries or complications were reported. The patient's status is reported as "ok."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completions of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.